Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power-on error e216 (scope communication error code). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a communication error. The issue was identified during reprocessing. There were no reports of patient involvement.